Manufacturer narrative:
The device was returned to asahi-kasai zoll medical for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device could not power up by using test batteries or returned batteries. The device will not be repaired due to the expired warranty. The device will not be recertified. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.